Event description:
The customer reported to customer service that the housing on the transformer came apart.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported that the housing completely fractured apart so that the screws can not hold the housing together, exposing the wires, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.